Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: of initial MDR submission. Location of aro: (B)(6). Manufacturer: of initial MDR submission. Brand name: of initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
The hardware investigation of the returned power supply found that the reported event was related to an electrical issue. The power supply did not pass bench testing. Output testing performed over at least 30 minutes duration. The supply voltage on the power supply dropped from 4.7 vdc to 4.5 vdc and then remained steady. The reported event was confirmed to be caused by an electrical issue with the power supply.

Manufacturer narrative:
Patient information has been requested, but not received. A medtronic field service engineer (fse) visited the site to test the system on (B)(6) 2017. Per the system error messages, the power supply was the issue. The fse adjusted the voltage from 4.7 to 5.1. On (B)(6) 2017, the system was still beeping at start up and a generator error reported the power supply was the problem. Fse replaced the 5 volt power supply and this resolved the issue. System passed all subsequent testing and was found fully functional.

Event description:
A medtronic representative reported that during a spinal fusion case the rt tried to take a 2d image with the o-arm system and it began beeping. No images appeared. They rebooted the system and tried to take another image, which did not resolve the issue. Site then switched to c-arm imaging to complete the surgery. No harm to the patient occurred and the delay due to this issue was less than an hour.